Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's right ventricular lead exhibited noise. Noise was reproducible with isometrics. Patient felt dizziness due to being pacer dependent. Patient presented for lead revision procedure. During the procedure, erosion was observed near the suture sleeve of the lead. Moreover, a pulse generator header setscrew issue was noted and coagulated fluid was found in the header. The lead was capped and replaced. The device was removed and replaced. Patient was fine and there were no issues before, during, and after the procedure.

Manufacturer narrative:
The reported field event of header setscrew issue was confirmed. Device was received with ventricle setscrew inset severely stripped and was filled with septum debris, which consistent with damages resulted from incorrect torque wrench insertion during implant procedure. The reported field event of noise was not confirmed. The device was tested on the bench and no anomalies were found.